Event description:
It was reported "when the wire was inserted, there was a feeling that it did not go smoothly." The patient had a hematoma on insertion site due to extended procedure time. (B)(6) 2019 hematoma was treated with pressure therapy and was resolved.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a difficult wire insertion is confirmed but the exact cause remains unknown. One 70 cm guidewire within the hoop and an introducer needle were returned for investigation. Dried red residual material was present throughout the sample. A curve in the guidewire was present 2.5 cm from the distal end. The proximal 3 cm of the guidewire was also bent and had additional waviness. Microscopic observation of the needle bevel did not reveal any apparent deformation that may have been caused by the guidewire. The guidewire was inserted through an 18 ga introducer needle and was able to pass through. Resistance was felt when inserting the proximal end of the guidewire due to the bends in the wire. The outer diameter of the guidewire was measured and was found to be within manufacturing specification. Based on the condition of the returned guidewire, possible contributing factors include advancement against resistance and patient condition. Since the bends in the guidewire suggest a difficult insertion was likely experienced, the complaint is confirmed. A lot history review (lhr) of reds3522 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds3522 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "when the wire was inserted, there was a feeling that it did not go smoothly." The patient had a hematoma on insertion site due to extended procedure time. 01/01/2019 hematoma was treated with pressure therapy and was resolved.